Event description:
It was reported that the ilet touchscreen developed a crack running down the right side near the lock icon, while the unlock button, alert bell, and cartridge icon still responded; the device remained usable but the user experienced some trouble operating it, and the device was synced prior to shutdown with plans to return it. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a fracture of the touchscreen consistent with a stress problem. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.

Manufacturer narrative:
Initial.